Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es asng7or1, asng7or2, asng7or3. Asng7or4 devices displayed on bdhealthsite viewer as device not detected on bus. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es asng7or1, asng7or2, asng7or3. Asng7or4 devices displayed on bdhealthsite viewer as device not detected on bus. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating with the server. A field service engineer stated that the devices were displaying as device not communicating on the health site viewer. Upon visiting the pyxis unit, there was no - no communication bulletin displayed on the screen. Fse found that the issue was related to the health site viewer (hsv) and the database. Confirmed that the station was connected as stated. Escalated the case back to support for further resolution. The customer verified that 14 days of data were visible in health sight viewer (hsv). The system functioned as intended after the field service engineer investigated the issue.